Event description:
Info received indicates the left foot siderail will not stay up.

Manufacturer narrative:
The technician found the siderail latch assembly was dirty. The technician cleaned the latch assembly to repair the bed.